Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the panitumumab was ordered to infuse over 30 mins and took 57 mins. This drug always takes at least 10 mins longer than ordered infusion time. The total volume on the label was 14 ml, yet the pump displayed 25.48 ml. There were no alarms, no air in the line alerts and no pump issues. There was no report of patient harm.

Event description:
The customer reported that the panitumumab was ordered to infuse over 30 mins and took 57 mins. This drug always takes at least 10 mins longer than ordered infusion time. The total volume on the label was 14 ml, yet the pump displayed 25.48 ml. There were no alarms, no air in the line alerts and no pump issues. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that a programmed infusion took longer to infuse was confirmed through a review of the pcu event logs. The customer¿s report that panitumumab was ordered to infuse over 30 minutes, however it was reported that the infusion took 57 minutes was not confirmed. Review of the logs could not confirm any infusions of panitumumab being programmed, however on (B)(6) 2018 at 2:14 pm the source pump module was programmed for an infusion for the drug paclitaxel-albumin. The user entered a drug amount of 70mg, diluent volume of 14ml, and a bsa of 1.37 m2. Programming resulted in a rate of 28ml/hr. And a vtbi of 14ml for the infusion program and would have infused over 30 minutes. Prior to starting the infusion the user changed the vtbi to 30ml and started the infusion at the same rate of 28ml/hr. This programming would have resulted in a 1 hour and 4 minute infusion if it had completed. The user powered off the pump module a short time after an air-in-line occurred after infusing approximately 56 minutes. The primary volume infused for this infusion was also recorded as 25.48ml which is the value that the customer reported. Testing and inspection of the returned pump modules found no malfunctions and to be infusing within specification. The probable cause that a programmed infusion took longer to infuse was due to user programming. During initial programming the user changed the infusion rate/volume parameters from a 30 minute infusion to one that would have been slightly over 1 hour. The root cause that this drug always takes at least 10 minutes longer than the ordered infusion time was not definitively determined.